Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned in segments and analyzed. At the time of analysis, it was also noted, there is only one set of setscrew marks on the is-1 pin and it is too proximal - lead was not fully inserted into the device.